Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had fallen on their right side 11 days prior to report and that was when the tingling started. They had tingling in their arms and hands on the right side. They were not sure if it was related to the ins therapy or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.